Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power up and that the "charge ready" light on the paddles was illuminated. The complainant also stated that a red fluid was observed leaking from the rear of the unit. There was no pt involvement during the reported malfunction.